Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe cutting and actuation failed during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated for the reported issue. One probe complaint sample was returned for evaluation for the report of the actuation failure of probe. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. No presence of adhesive was observed on the inner cutter when held under ultraviolet lighting. Slight resistance felt when removing the inner cutter from the needle. Gouge marks were present at bend area. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 15 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. Based on the sample evaluation, it appears that a possible cause of the detached inner cutter is that inadequate adhesive amount was applied to the cutter / coupling bond joint. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. A photo of the nonconforming probe sample was shown to all assembly personnel to reinforce the need for a good visual and functional check. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).